Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Device returned and not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: e237(scope error), no image a root cause could not be identified. Based on the investigation results, it is likely that the malfunction (scope communication error) is due to corrosion on the plug unit. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an error b80 data transfer error displayed. The event occurred during colonoscopy diagnostic procedure. The procedure was delayed and completed using a similar device. There were no reports of patient harm.